Event description:
It was reported that the "zimmer skin graft mesher is ripping through the skin grafts." Add'l clinical follow up with the customer indicated that the unit was noted to have an irregularity in the area where the carrier is seated. The staff member identified this area to be the "comb". Because of this, when the graft was meshed, there was a noticeable defect in the mesh of the graft. The graft piece that this happened to was used, and then an alternate device was obtained from supply on site to complete the planned procedure without further incident or delay.

Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates that the device is 2 years old and this is the first repair for this device. The inspection found the unit was received with a bent comb. Four cutters were returned with the device but could not be tested with the customer mesher due to the bend comb. All cutters were tested using a qa mesher and all produced a passable cut. The likely cause of the reported complaint was a bent comb, and worn components due to a lack of preventative maintenance. Clinical follow up indicated the affected, or "defect" part of the graft corresponded with the area the comb was bent. This device also had a worn roller, gear and sideplates which may have contributed to the reported complaint. The roller and sideplates work together to ensure the carrier moves evenly through the device, and can engage with the cutter to produce consistently acceptable cuts. This is a re-usable device, subject to normal wear and tear, and has not been returned to zimmer for repair or preventative maintenance since its purchase in (B)(4) 2009. The zimmer skin graft mesher should be returned every 12 months for inspection and preventative maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.